Event description:
C-cc-dp - detached / dissembled parts the glue didn¿t keep the tubing into the tap. It separated during the use. This is not the first time this happens.

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) vamp jr. System. Tubing was completely detached from solvent bond joint with the shut-off valve (one-way stopcock). Tubing was bent near the point of detachment. Bonding solvent was present on most part of bond areas. Tubing o.d. Was .110" which was within spec. (110"+/-.002" per drawing (B) (4)). (B) (4)